Manufacturer narrative:
Maquet cardiovascular received the device on 03 feb 2010. A supplemental report will be submitted when the investigation is completed. (B)(4)

Event description:
The hospital reported that during a coronary artery bypass procedure, the surgeon had loaded the heartstring iii proximal seal and had removed the delivery device from the loading device. The safety was off and he was trying to make sure it was securely loaded when the heartstring seal was deployed from the delivery device. He tried to reload the heartstring device but could not. A new kit was opened to complete the procedure. There were no pt effects. The product is returning.